Manufacturer narrative:
Additional information: section b3, d6b, & h6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed from explant surgery. They were evaluated by the surgeon, but there has been no improvement in the facial paralysis. Additional information regarding treatment details were not provided. A review of the device history record revealed noted rework that required the replacement of the feedthru and electrode. This is not believed to be related to the return reason. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced facial paralysis. The recipient went in for facial nerve decompression, however, decided to explant the device. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis.